Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/22/2016 with the following findings: the black box and alarm history showed evidence of multiple ¿cs052¿ call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the rf circuit flex. Unrelated to the initial complaint, it was observed that the battery compartment was cracked but the returned battery cap was still able to fit securely.